Event description:
The patient reported that they met with their healthcare provider the friday prior to the report, and was told they could recharge, but they can't get any coupling boxes filled in. The patient noted that their implantable neurostimulator (ins) battery is at about half full, and they keep their stimulation on 24 hours a day. The patient mentioned that they still have bandages on, and that they are not fully healed up yet. It was reviewed that bandages and swollen tissue can interfere with recharging. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain and radiculopathy.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.